Manufacturer narrative:
The field service center had tested the ventilator for five days and was unable to duplicate the reported problem. Bench testing found no problems with the ventilator.

Event description:
It was reported that the ventilator was not giving a triggered breath. It is unknown if there was any patient harm or if there was an audible alarm when the reported problem occurred.